Event description:
It was reported that during ablation with the rotablator device the burr became lodged in a highly calcified lesion. The physician was unable to remove the device and the patient was sent to surgery for removal of the device. Patient status is reported as fine.